Event description:
The customer reported via phone call that he had high blood glucose levels of 440 mg/dl. The customer attributed the high blood glucose possibly due to stress. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer explained that he was working in the yard when he began to feel bad. The customer drank soda and later had blood glucose of 64 mg/dl. The customer declined troubleshooting for the high and low blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.